Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/18/2024, it was reported by a sales representative via email that an ar-1927psf-65 peek corkscrew ft anchor was defective. The surgeon noticed this during the insertion of the anchor. The case was completed using another ar-1927psf-65 peek corkscrew ft. This was discovered during an rcr procedure on (B)(6) 2024. Additional information received on 7/30/2029: the anchor tip was altered after an attempt to insert the anchor into bone. No pieces of the anchor broke off. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
Additional information received on 7/30/2024: the anchor tip was altered after an attempt to insert the anchor into bone. No pieces of the anchor broke off. The case was not delayed, and additional anesthesia was not needed.